Event description:
In 2006, the pt began experiencing a loss of feeling from the waist down. The pt reports the hcp thought the catheter may have been pressing on a nerve. The pt began experiencing shooting pain down the leg. An MRI was done and upon evaluation, it was determined the pt had some type of tumor or granuloma and was taken to the operating room one year later. The pump and catheter were removed. The drug used in the pump was dilaudid 40 mg/ml at 9.9 mg/day. Previously, the pt had been on morphine but was switched to dilaudid, when the mass was first discovered. The hcp highly suspects an inflammatory mass. The pump, catheter, and remnants of the mass were sent to pathology. The pt recovered without sequela. Additional info has been requested from the hcp. A follow up report will be sent when additional info is rec'd.